Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a visual alarm when the iab was kinked but failed to generate any audible alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative did not perform any service on the pumps. The customer performed service on the pumps and further information was not received. (B)(4).